Event description:
After insertion of the essure delivery system into the right fallopian tube, the release mechanism did not release the catheter properly. Nitinol coil was not released completely into the distal portion of tube. Coiling appeared stretched.